Manufacturer narrative:
The pod was received in the partially deployed state. The slide insert was visible through the top housing viewing window. The linkage assembly was not fully retracted, while the formed needle was visible through the soft cannula. The linkage assembly fully retracted upon opening the pod. Score marks were found on the top housing, indicating the linkage assembly was misaligned. The misaligned linkage assembly resulted in the needle being unable to retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract, after wearing the pod on the arm less than an hour, indicating a failure of the needle mechanism.